Manufacturer narrative:
Author information: dobner, s. Et al (2021). Esc heart failure, 8(2), 1631¿1636. Https://doi.org/10.1002/ehf2.13244. Department of cardiology, inselspital, bern university hospital, university of bern, bern, switzerland; 2 department of cardiovascular surgery, inselspital, bern university hospital, university of bern, bern, switzerland. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date has been estimated. It was reported through the research article "pump thrombosis and dynamic outflow graft compression: complications in left ventricular assist device therapy" that heartmate 3 (hm3) may be associated with bleeding, outflow graft obstruction and damage. The patient was implanted with a heartmate 3 (hm3) on (B)(6) 2019 after experiencing a pump thrombus in their heartware device. The distal portion of the heartware outflow graft connected to the descending aorta was preserved, and the bend relief was removed. The hm3 outflow graft was shortened, removing most of the bend relief, and was connected to the heartware outflow graft. The surgeons had to cut some of the patient's ribs to leave space for the hm3. Sometime in (B)(6) 2019, the patient experienced recurrent low flow alarms and went to the emergency room (ER); the alarms were noted to be dependent on the patient's posture. A computerized tomography angiography (cta) scan revealed a compression in the hm3 outflow graft; as the patient's symptoms were minor, no treatment was rendered. Over the next six months, the patient was seen in clinic. The patient's pump flow slowly decreased. Another cta scan performed indicated that the outflow graft obstruction was due to a costal hypomochlion at the surgical site, as well as graft size incompatibility. The patient returned to the operating room (or) for an outflow graft revision. During surgery, a pseudoaneurysm aggravating the pre-existing kink in the form of an external graft compression was determined to the cause of the low flows. While dissecting the outflow graft, major bleeding occurred that required circulatory arrest in deep hypothermia. Upon inspection, the hm3 portion of the combined outflow graft was noted to have a 2 millimeter sized hole caused by the remnants of the removed ribs. A new end-to-end anastomosis between the heartware outflow graft and a new hm3 outflow graft was performed. Pump flow returned to normal immediately following the revision.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft kink was confirmed based on the CT images in the submitted publication. The CT images in the submitted literature publication showed an outflow graft kink adjacent to the graft hardware. There were also CT images taken following the graft revision, which showed that the graft kink had been resolved. Graphical presentations of log file data in the publication showed the reported decline in flow between (B)(6) 2020. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 instructions for use (IFU) (rev. C) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump section provides instructions for connecting the outflow graft bend relief. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. No further information was provided. The manufacturer is closing the file on this event.